Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 351, 336, 405, 329 and 405 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-138 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/29/2023 and open vial date is on (B)(6) 2022. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 351 mg/dl date: on (B)(6) time: 4:48 pm fasting, result 2 : 336 mg/dl date: on (B)(6) time: 7:55 pm fasting, result 3 : 405 mg/dl date: on (B)(6) time: 4:48 pm fasting, result 4 : 329 mg/dl date: on (B)(6) time: 2:53 pm fasting, result 5 : 405 mg/dl date: on (B)(6) time: 1:48 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Sections with additional information as of 03-jan-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was returned for evaluation. Test strips were not returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.